Manufacturer narrative:
Brand name; type of device; model #, serial #, lot #, expiration date; if implanted give date; device manufacture date; corrected data: additional information was received which changes the product that was reported on the initial report.

Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. The clinic notes dated (B)(6) 2012, revealed that the patient's vns battery has expired and that the patient started having frequent seizures. The physician states that during the patient's visit in (B)(6) 2011, diagnostics showed high impedance with a dcdc code of 3. He states that communication was difficult to establish with the generator. The patient's settings were output=2ma/frequency=15hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.25ma/magnet on time=30sec/magnet pulse width=130usec. The physician further stated in the clinic notes that the vns had worked so well, that for much of the time since implanted the patient has not needed oral anticonvulsant medication. The patient has now presented in the emergency room with generalized tonic clonic (gtc) seizures and was admitted the day before. Based on the high impedance and increase in seizures the physician stated that he thinks her generator has failed and needs to be replaced. Additional information has been requested from the physician but no further information has been received to date. A battery life calculation was performed with the programming history available which showed 3.14 years until the elective replacement indicator (eri) showed as yes.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient had generator replacement surgery that day. The patient's generator was at end of service and it was revealed that when the physician had reported that the generator had "failed" he meant that it was at end of service. The patient's impedance value after generator replacement was 1981 ohms and no high impedance was seen after surgery. The physician later reported that the patient's increase in seizures had first been observed on (B)(6) 2012. The physician stated that on (B)(6) 2011, normal mode diagnostics showed the communication and impedance value to be ok, but the dcdc code was 3 where on (B)(6) 2011, the dcdc code had been 0. High impedance had not been seen; the dcdc code had just increased from 0 to 3 for the normal mode diagnostics test. The physician stated that no x-rays were taken and no patient manipulation or trauma had occurred. The physician reported that the generator was getting harder to establish communication with over the year of 2011 and the dcdc code was changing. The patient had experienced 2 seizures in 2011, no seizures in 2010, and then in (B)(6) 2012, she began having increased seizures. The patient was started on dilantin until the generator could be replaced in (B)(6) 2012. The increase in seizures was reported to be back to pre-vns baseline levels according to the physician and only the generalized tonic/clonic seizure frequency had increased. No causal or contributory programming changes, medication changes, or other external events preceded the onset of the increase in seizures. Attempts were made for the return of the explanted generator but the hospital reported that it had been discarded.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.